Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had a compressor inoperative error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the delivery pressure solenoids (psols). The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
A breath delivery (bd) pressure solenoid (psol) was returned to covidien/medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that no fault was found on the bd psol. If information is provided in the future, a supplemental report will be issued.